Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of error b30 could not be determined. Additional information about the event was requested, but not made available. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac advised the customer to clean the gold connectors with an alcohol prep pad, clean the socket with an alcohol prep pad, check the maj-1933 and maj-1941 for proper connection, avoid hot swapping scopes, press esc button to clear error, and to check the button in the socket of the device. The customer was unable to troubleshoot at the time of call. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display a b30 error. There was no patient harm or user injury reported due to the event.